Manufacturer narrative:
K990089 PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 5,976 units of this code-batch. There are no units in our stock. We have received 60 closed samples for analysis. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.20 kgf in average and 1.07 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Nevertheless, we have also tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.18 kgf in average and 1.12 kgf in minimum and fulfilled ep requirements. Needle attachment strength results before releasing the product were 1.06 kgf in average and 0.94 kgf in minimum and fulfilled ep requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications concerning needle attachment strength, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with silkam black. The customer reported the needle is detached from the thread when loading the suture in the holder and during stomach surgery. The thread also broke when is loaded in the holder. It has happened to 3 different nurses and a surgeon.